Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapies. Therapy was exhausted. Boston scientific technical services (ts) explained device process of delivering therapy. Attempt to obtain additional information was unsuccessful. This device still remains in service. No adverse patient effects were reported.